Event description:
The pt reportedly had contact dematitis at the implant site. The pt was advised to use mole skin on the processor to prevent direct contact with the pt's skin. The pt received a cortisone shot to resolve the pt's contact dermatitis.